Manufacturer narrative:
Follow-up # 1 ¿ (12/03/2014). The patient¿s meter has been returned on 11/18/2014 and evaluated by lifescan product analysis on 11/21/2014 with the following findings: the meter involved with this complaint failed testing. The meter¿s lcd was found to be faded. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (B)(4) alleging that the display was faded on their onetouch ping meter. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient alleged that the product issue began approximately two weeks prior to contacting lfs. The patient manages their diabetes with an insulin pump. The patient reported obtaining a blood glucose result of ¿6mmol/l¿ on the subject meter and misinterpreted this result as ¿16mmol/l¿ due to the alleged display issue. The patient reported administering an increased dose of novorapid (1.5 units) in response to this misinterpreted higher reading. The patient reported developing symptoms of ¿shaky and slurring¿ 15-20 minutes later. The patient then self-treated these symptoms with food. The patient denied testing their blood glucose on any other device at this time. At the time of troubleshooting the csr confirmed there was no misuse of the device but the alleged issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed serious symptoms indicative of hypoglycemia after misinterpreting blood glucose results on the subject meter.